Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead. The stored electrograms (egms) show intermittent atrial undersensing observed. The atrial sensitivity is currently programmed at 0.15mv (millivolts) and the atrial fibrillation (af) monitoring is not pertinent due to alerts have been programmed off. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.